Event description:
Event description guidant received information that this patient experienced a syncopal episode and was taken to the emergency room. After reviewing an electrocardiogram, the physician stated that the pacemaker was not working properly to take care of the patient's left bundle branch block. The patient questioned what this meant? The patient reported that the device was not interrogated.